Event description:
A distributor from denmark reported difficulties with the wake button on an insulin pump, which required multiple presses to activate the screen. There was no adverse impact on the customer¿s blood glucose levels. Technical support instructed the customer to press the button firmly with a supporting grip and confirmed that although the display did turn on, the button continued to be problematic. Consequently, technical support decided to replace the pump, and the customer will continue using the current pump while awaiting the replacement.